Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard disk drive and cine hard disk drive were evaluated and replaced. A 9800 vitality kit was also installed as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system inter-mixed pt image data. No pt serious injury or death was reported related to this event.